Event description:
It was reported that during a clinic visit, the health care professional (hcp) experienced difficulties interrogating this cardiac resynchronization therapy defibrillator (crt-d) device with the programmer. The hcp called technical services (ts) and requested troubleshooting assistance due to programmer being unable to read the device data. Ts verified the correct programmer was in use and tried multiple times. The troubleshooting efforts were unsuccessful due to programmer was unable to interrogate the device. Ts discussed possible causes and advised the hcp to contact the local field representative for further troubleshooting assistance. At this time, the programmer and crt-d remain in service. No adverse patient effects were reported.